Event description:
During an incident in 2002 involving a child that was intubated with resuscitation started, it was noted that this child laerdal silicone resuscitator (lsr) did not function as intended; it seemed that an insufficient amount of air was given to the patient. The patient was re-intubated and a new resuscitator was used. The patient responded with a pulse and was taken to a hospital, but later died. It has not been determined that patient outcome was a consequence of the resuscitator failing. Examination of the equipment used found that the resuscitator was a laerdal resuscitator (lsr), but the lip valve installed in the lsr was not an original laerdal lip valve. It was confirmed to be a valve from another manufacturer's medical product.

Manufacturer narrative:
The resuscitator in question was not returned to laerdal medical as for evaluation, but was examined by an independent firm who found the child model laerdal silicone resuscitator (lsr) was assembled with a non-laerdal valve in place of the laerdal lip valve. Directorate has sent a letter to all regional health corporations and county medical officers in april 2002 warning about the use of non original parts in medical equipment. A similar warning was distributed by laerdal medical as in june 1996 to all customers, highlighting the danger of using non original parts in laerdal products. The directorate is satisfied with the support from laerdal as manufacturer of the lsr. This report is the result of a retrospective complaint review. It is timely filed under revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving information relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.